Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third party service center for a "service required" alarm related to the device's oxygen blending module board. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition related to the device's oxygen blending module board occurred. There was no harm or injury reported. The device has not yet been evaluated by the third party service center. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the third party service center investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a service required alarm condition related to the oxygen blending module board. The device was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at the third party service center, the device failed test steps during testing. The device's active exhalation control module was replaced to address the issues.